Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the connection of the white port and the blue winged luer cap after the cap was securely tightened. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from april 1, 2019 - april 3, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.